Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® serum blood collection tubes there was and issue with low draw under fill of tubes. This occurred on 7 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found that 7ea .tubes have low draw issue. Insufficient blood collection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® serum blood collection tubes there was and issue with low draw under fill of tubes. This occurred on 7 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found that 7ea tubes have low draw issue. Insufficient blood collection.